Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient charged during the night and wakes up and the ins is depleted. The patient said the device was currently at 70% on the call. The patient later said that she goes to bed and the implant is at 100%, and the patient will wake up and the ins is dead. The patient said the voltage is at 7. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.